Event description:
It was reported that the user frequently paused the ilet to stop or reduce meal doses when meals felt too large, to prevent perceived lows, and before activities such as workouts and showers, reflecting an improper method and a user interface¿related usage pattern. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified involving improper or incorrect procedure related to using meal announcements to correct blood glucose. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.